Event description:
A malfunction was reported when the pump displayed malf 12 and could not be reset. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller with pump reset information but ultimately decided to send a replacement pump due to the persistent issue. The customer reverted to an alternate method of insulin therapy.